Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery(rca). After a non-bsc guide extension catheter was advanced, a 4.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was attempted to be delivered several times and it was noted that the stent strut got damaged. The procedure was then completed with a different device. No patient complications were reported.